Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator was alarming with circuit disconnect message while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running the vent on est (extended self-test) and test lung. Customer was instructed to call back if the recommendation made by technical support did not correct the incident reported. Covidien was not authorized to service the device.